Event description:
It was reported that the patient went to the emergency room after receiving shocks. An interrogation revealed the right ventricular lead had oversensing, no capture at maximum output, and high impedance on the pace sense portion of the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.